Event description:
Diagnosis: hypoplastic arch in conjunction with an aterial switch. Significant restenosis of the arch at 2-3 month. All repaired suture lines on pulmonary artery and aortic arch were all subjected to exaggerated growth of the intima, to the point of stenosis.